Event description:
Device details updated in section d.

Event description:
Per the clinic, the patient developed a large swelling behind the ear with pain over the implant causing discomfort. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery which was placed a bit superior and on a flatter surface of the bone.